Manufacturer narrative:
The cec adjudicated that the event was related to the device and not related to the drug.

Manufacturer narrative:
During previously reported revascularization only one inpact admiral was used to treat the patient.

Manufacturer narrative:
(B)(4).

Event description:
During the index procedure one in.pact admiral paclitaxel balloon catheter was used to treat the left sfa. Approximately 21 months post index procedure the patient experienced 80% stenosis of the left sfa. The patient was treated approximately 10 days later with non mdt balloons and two in.pact admiral paclitaxel balloon catheters. The investigator assessed that the reported event was not related to the study device, procedure or drug. Patient is reported to have recovered.